Event description:
Boston scientific received information that remote monitoring of this system revealed an out of range shock impedance measurement. This information was provided to the physician and is being further monitored. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this system remains implanted and in service. When additional information becomes available, this event will be updated.

Event description:
Additional information was received. A decision has been made to perform further follow up to verify system integrity, however this has not been scheduled as of this date. Device beeping was not verified.

Event description:
Additional information was received. A further red alert for out of range shock impedance measurements was observed. A commanded shock had been performed with acceptable measurements. No oversensing has been observed. An internal technical service consultant was contacted regarding further recommendations. Ts recommended further monitoring this system.

Manufacturer narrative:
(B)(4).

Event description:
Subsequently, a follow up intervention was performed. A commanded 17 joule shock was delivered. No issues were found with system integrity. A decision has been made to further monitor this system.

Event description:
Additional information was received. A follow up visit was performed. Shock impedance measurements remain high out of range. An internal technical service consultant was contacted regarding device tones. A commanded shock was recommended to verify lead integrity.

Event description:
Additional information was received. The reported out of range measurement trends within a comparable range to the patient's historical readings. A decision was made to schedule a follow up visit for this patient to confirm whether there is device beeping as the patient is hard of hearing. Presently, the physician is comfortable with continuing to monitor the out of range impedance measurements. There have been no further alerts or interventions performed. Ts recommended an x-ray to determine whether the device remains in position which may be performed at a further follow up if the physician feels this is necessary. No adverse patient effects were reported.

Event description:
Additional information was received. Technical services was contacted regarding this issue and recommended to clarify the device position. In addition, further shock to confirm system integrity. This information was provided to the physician for a further decision.

Manufacturer narrative:
Should additional information become available, this event will be updated.